Manufacturer narrative:
Pharmacovigilance comment: a causal relationship between the events and treatment with the treatment procedure with restylane l cannot be excluded. The case report is unusual and we cannot exclude that the patient's underlying medical history or concomitant medication might have contributed to the reported inflammation with/without infection. The provided photos shows severe lesions. A batch record review for restylane l lot 12803 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. The case is assessed to fulfil the reporting criteria for regulatory reporting due to the provided photos showing very severe lesions, more than a common sin infection. The reported events bruising, edema, inflammation, nodularity, pain, post inflammatory hyperpigmentation, redness and induration are addressed in the labeling. The event warmth is a symptom of inflammation. The event anxiety is not mentioned in the labeling, but is assessed to be secondary to the adverse events post treatment. The occurrence of the event will be continuously monitored within the normal device vigilance process. No further corrective action initiated. This case was assessed non serious with initial report and then assessed serious upon receipt of follow-up information.

Event description:
On (B)(6) 2015, the galderma medical services received notification of an adverse event report from the local sales representative. The initial reporter is the nurse who informed the sales representative on (B)(6) 2015 that a female patient experienced excessive swelling with restylane l. The sales representative had no additional information available. On (B)(6) 2015, galderma medical services attempted to contact the reporter by phone, but was unsuccessful in speaking with the reporter. Hence, no further information is available at this time. Addendum 1:on (B)(6) 2015, the galderma medical services received a call back from the reporter. The patient was a 64 year old female who currently takes stelara and isoniazid and has a questionable autoimmune disease. The reporter stated that the patient has received sculptra, restylane silk and perlane in the past without any problems. Sometime in 2011, the patient had an inflammatory response probably due to autoimmune issues on both her shins. Since then she has received sculptra, perlane and restylane silk without any problems. On (B)(6) 2015 she was injected with restylane l (lot code 12803 and expiration date 31-jan-2017) in her left and right cheeks. On (B)(6) 2015, the patient reported extreme swelling at the injection sites. On (B)(6) 2015, the patient was seen by the reporter and was noted to have severe nodularity, swelling and edema at the injection sites. The patient was prescribed an unspecified dose of prednisone and levaquin 500mg, once daily for ten days which she started on (B)(6) 2015. The patient came back to the office and received hyalouronidase on (B)(6) 2015.the reporter stated that the patient is doing much better but has little edema which should subside. Addendum 2: on (B)(6) 2015, the galderma medical services received a source document from the reporter with pictures of the patient which are included with this report. A follow-up report was received on (B)(6) 2015 from the nurse. The patient was a (B)(6) female with a fitzpatrick skin type iii-IV. Medical history included: psoriasis, pattern alopecia, migraines, thyroid disorder, eczema with dermatitis, cataracts, lupus, diabetes, hay fever or seasonal allergies, and erythema nodosum. She had an allergy to sulfa. Concomitant medications included: atorvastatin 10 mg tab, cyclobenzaprine 10 mg tab, endocet 10-325 mg tab, hydroxychloroquine 200 mg tab, levothyroxine 125 mg tab, lyrica (pregabalin) 75 mg capsule, meloxicam 15 mg tab, metformin 500 mg tab, methylphenidate ER 36 mg tab 24 hour release, morphine ER 125 mg tab extended release, oxybutyn (oxybutynin hydrochloride) chloride 5mg tabs, and stelara 45mg per 0.5 ml sq. Previous filler use included: perlane on 30-apr-2010 injected into her nasolabial folds, oral commissures and upper lip, bellaphil injected on (B)(6) 2015 into her temporal area, lower face and chin, restylane silk on (B)(6) 2015 into her oral commissures and above her upper lip and sculptra aesthetic 1 vial injected into her lower face on (B)(6) 2015. On (B)(6) 2015, the patient was injected with restylane-l into the infra-orbital fold and zygomatic arch using a linear threading technique with package needle. A total of 1 ml of product was injected, 0.5 ml in the right and 0.5 ml in the left. Lot code was 12803 with an expiration date of 31-jan-2017. Bellaphil was not injected in the area of treatment. On (B)(6) 2015 patient had the start of edema approximately 24 hours post procedure. Per the patient history, she had tenderness at sites with some heat to the skin and denied being febrile. She attributed the effect due to a new medical grade product that she applied to her skin. She did not have any of these issues until (B)(6) 2015. On (B)(6) 2015 the patient was in for an assessment. Gross edema was noted on the right and left side with nodularity, tender to touch. Patient reported that edema increased over the past 72 hours; she was afebrile. She was started on levaquin 500 mg qd for 10 days, prednisone 60 mg to 5 mg taper of 16 days ordered by supervising physician and to apply cool packs to the site. On (B)(6) 2015 she continued to be afebrile, noted less redness on the right and left side, continued with tenderness, and was less firm than previous days. On (B)(6) 2015, she had much less edema and areas were softer, not warm, no fever or chills. The patient was anxious about her appearance and reassurance was given. On (B)(6) 2015 hyelenex (150 usp units/ml) hyaluronidase injected 0.1 cc on the left and 0.8 cc on the right. This was repeated again on (B)(6) 2015 and patient had less pain, inflammation and erythema and softer nodules and the edema was moving inferiorly. On (B)(6) 2015 improvement noted and was injected with hyaluronidase injected 0.1 cc on the left and 0.2 cc on the right. On (B)(6) 2015 showing slow improvement, hyaluronidase injected 0.3 cc on the left and 0.5 cc on the right. On (B)(6) 2015 much improvement, hyaluronidase injected 0.6 cc on the right. On (B)(6) 2015 patient better, continued with bruising, right side with few firm areas, hyaluronidase injected 0.5 cc on the right. On (B)(6) 2015 patient stable and no injections were performed. On (B)(6) 2015 a slight ridge from product noted when smiling, hyaluronidase injected 0.4 cc on the left side. On (B)(6) 2015, post inflammatory hyperpigmentation from bruising continued but was less and a 532 laser was used in effort to reduce some of the residual hyperpigmentation. The swelling was reported at the infraorbital fold on the right and left sides as being severe and causality possibly being related to the injection and the substance. At the time of the report she had recovered. Photo documentation from the patient's phone was included with this report dated (B)(6) 2015 as well as two pages that were undated. According to the nurse no serious criteria apply to this case.